Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat eccentric, mildly calcified, mildly tortuous, de novo, 60-80% stenosed lesion in the origin of tibioperoneal trunk through common femoral artery access. Following treatment with 1.5 stealth 360 peripheral orbital atherectomy device (oad), peroneal embolization occurred. Thrombectomy was performed and blood thinner and thrombolytic medications were administered to remove possible thrombus. After thrombectomy, flow to the foot was restored with notable skin color. The patient was discharged as planned the next morning. The patient was on double anti-aggregation therapy as hospital protocol. Per the physician, the cause of embolism was probably a combination of calcium and soft lipidic plaque which was not seen on previous ultrasound. No additional information was provided.